Event description:
Supplemental information received reported that the patient¿s hcp (health care provider) did not know the cause of the event, but a thoracic x-ray was going to be performed to check the lead placement. It was noted that the patient was reprogrammed last week and the area was covered; however, when the patient turned it up enough to provide relief, the sensation was painful and had to be turned down. It was indicated that the manufacturer representative mentioned a lead was not working. The patient¿s outcome was reported as no injury. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID 377760 lot# v009505, implanted: 2006 (B)(6), product type lead product ID 377760 lot# v009505, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was feeling stimulation in the wrong location and the patient's implantable neurostimulator (ins) was not reaching the "correct spot". It had been a while since the patient used the ins because, the patient didn't have time and the degree of pain the patient was having required a lot of narcotics. The reporter noted that the patient had started using the ins again and she needed the ins more now. The reporter indicated that sometimes, the patient got shocked. The reporter also stated that the patient had a lead replaced, sometime in 2011. There was however no indication that this was related to the patient's shocking. If additional information becomes available, a follow-up report will be submitted.